Event description:
The customer reported that they received an error message for ECG equipment malfunction.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.